Event description:
The patient's device was discarded therefore will not be returned. No further information can be attained about their reported event.

Event description:
It was reported via an operative report received that a vns patient had their device explanted for intractable headaches with activation of the stimulator. The patient was last set at (B)(6) 2005: 0.5ma / 30 sf / 500 pw / 14 seconds on time / 180 minutes off time / 0.75 ma / 21 seconds on time / 500 pw this patient is a (B)(6) female who, in (B)(6) 2004, had a left vagal nerve stimulator implanted for her diagnosis of refractory seizures. Every time an attempt had been made to activate the device, the patient got intractable headaches. She desired that the device be removed as she has never been able to use it, and it only causes headaches with any attempt to do so. Their explanted products were not returned for analysis. No further information has been received about this explant surgery.